Event description:
It was reported that during a follow-up, the atrial lead exhibited a loss of sensing and increased thresholds. The lead was capped and replaced. The patient was in good condition post the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.